Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician performed preventive maintenance and calibration test due to error, replaced cracked front/bottom cover, case and cracked handles. Based on the findings, service determined that the reported issue was due to wear of syringe front cover. Device history record: a review of the device history record showed the device had a manufacture date of 23apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.